Manufacturer narrative:
The patient was diagnosed with peritonitis on an unreported date in (B)(6) 2016. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized in the same month as onset of the event. The event was manifested by weakness and immobility. The cause was unknown. The patient was discharged eight days after hospitalization and was readmitted two days later due to the patient not being able to "stand up". Hospitalization was ongoing at the time of this report. The patient was treated with unspecified antibiotics. On an unreported date, the patient's pd catheter was removed and hemodialysis therapy was initiated with intentions 6 of returning to pd therapy after recovery. At the time of this report, the patient outcome was not reported. Additional information is not available.